Event description:
The customer reported that she received her new insulin pump and was not able to remove the battery cap. Troubleshooting was done. Customer's blood glucose was 46 mg/dl. Customer stated she ate some food. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump received with stripped battery cap coin slot. (B)(4).